Manufacturer narrative:
Additional information: e1 - (B)(6) is the physician involved.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for pacemaker replacement procedure. During the procedure, it was noted that the new pacemaker could not provide pacing support after the lead was inserted. It was discovered that the lead was unable to be properly inserted into the pacemaker. Therefore, the physician elected to successfully replace the pacemaker with another. The patient was in stable condition.